Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the guidewire was removed and the cat6 became trapped and subsequently kinked in the right femoral artery. It was also reported that the physician encountered resistance while retracting the cat6 in the sheath. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.